Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported experiencing a fill resistance issue. Customer's blood glucose level was 72 mg/dl. Customer replaced all supplies and resumed insulin delivery.